Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is associated with a (B)(4) registry. Exact date of event is unknown. Exact date of implant in unknown. Section d information references the main component of the system. Other relevant device(s) are: vamc4040c200tu.

Event description:
On an unknown date in 2014, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: unknown endoleak. No further information is available for this event.